Manufacturer narrative:
(B)(4). Vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log indicates that the reported event, vent inop, was last logged on july 9, 2018. As a precaution, the power board was replaced.

Event description:
It was reported to vyaire medical that the ventilator alarmed "vent inop" while in use on a patient. The patient was placed on another ventilator. There was no patient harm associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the power board for this unit and conducted failure analysis testing on the component. The component was visually inspected and no anomalies were found. Installed the power board on to a known good ltv 1000 and powered it in to user mode. The unit was ventilating without any faults for approximately 1 hour of cycling. The unit operated without any issues. The service technician applied heat to the power board components for 1 minutes using a heat gun while the unit was ventilating to attempt to induce the reported problem, and the unit continued to perform properly. The service technician also applied anti-static freezer on to the components, and the ltv continued to function properly.